Event description:
Inline suction catheter was not completely closing when the blue suction valve was released: continuous suction was being applied to the circuit which was pulling off exhaled tidal volume, so it was not measured at the exhaled flow sensor; continuous suction was triggering the vent which resulted in the pt being over ventilated; "sims portex catheter does not lock when suction is off."